Manufacturer narrative:
The ge svc rep confirmed the left monitor was not displaying live images. The ge svc rep repaired a bent pin in the interconnect cable receptacle. The images now display on the left monitor. The sys was returned to the customer.

Event description:
The customer reported that the x-ray images were not displaying on the 9800 sys. No pt injury was reported.